Event description:
It was reported that a minicap extended life pd transfer set did not connect well to a titanium adaptor. While changing the transfer set, a gap was observed at the junction between the device and the adaptor. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Evaluation summary: the used set was received with original cap on dark blue connector. Visual inspection performed with no issues noted. Leak, clear passage, clamp function, and integrity of seal surface testing was performed with no issues. The inner diameter of the patient connector was measured and found to be out of specification. The reported condition was confirmed.